Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Additionally, the healthcare professional reported that a patient was injected with skinvive¿ by juvéderm into the smoker lines and the lines on the cheek area closer to the mouth. One months after the symptoms onset, the patient was treated with 23 unites of hylenex. Six days later, the patient still had bumps and received 30 additional unites of hylenex. Nine days later, another 22.5 unites were administered. One week after that, the patient was treated with an additional 30 units, followed by another 30 units a week later. Symptoms are ongoing.

Event description:
Healthcare professional(hcp) reported that a patient was injected with skinvive¿ by juvéderm into the lips. A month later, hcp noted three granulomas on upper lip. A month later, patient experienced more granulomas at the entire injection site. Hcp treated patient with hylenex. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.